Event description:
It was reported that the pt expired in 2008 after an implant duration of approx 1 month due to an unk reason. No other details were provided.

Manufacturer narrative:
Device not returned.